Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with (B)(6) alkaline battery. No cosmetic damage noted. Data analysis: customer daily insulin total average from 18.8 to 84.2u, total basal insulin from 18.8 to 19.2 and total bolus insulin 0 to 65u. Two weeks of data listed, dated as of(B)(6) 2015. Insulin pump passed the delivery volume accuracy test at 96.24 percent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is under investigation; possibly cardiac arrest. The customer was taken to the emergency room on (B)(6) 2015. The customer had a liver disease. The customer's blood glucose at the time of death was unknown. It is unknown if the customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensor and if the customer had a sensor on at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.